Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6), implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient representative (rep) received "software problem" when they went to charge ins. The patient had met with a manufacturer representative (rep) and attempted controller reset; reset did not resolve issue. The rep told the patient rep to call patient services (pss). The patient had put aa batteries in controller and had to reset date and time. During the call, patient rep attempted hard reset of controller, but patient rep was in car and could not plug in ac power supply. The patient rep inspected battery pins and contacts, but no damage was detected. The patient rep also did not detect damage to battery plastic casing. The patient rep reinstalled battery pack, but controller was not powering on. Patient services specialist recommended patient rep call back when they can plug into a wall outlet. The issue was not resolved.  Later, the patient called back in and stated the controller screen is showing that the li battery is too low and to charge the li battery. Pss suggested patient plug the controller into ac power - the patient stated her ins battery is depleted so when the ac power cord is plugged in the green light is flashing but the controller is trying to connect to the ins battery but it just shows "no device found." Pss suggested patient charge the controller battery complete - green light will go solid on the controller then plug the recharger telemetry module (rtm) cord in to charge the ins battery. The patient stated that she did charge the controller a couple of days ago to 100%. Additional information was received. The patient (pt) called back and reported that they're still having the same issues originally documented in this case. Pt stated while charging their implant, the battery level got to 60% and then an error message displayed (pt did not recall the details of the error message other than it said to call the manufacturer). Pt noted that this is the second time this has happened. The patient (pt) met with a manufacturer representative (rep), yesterday (B)(6) 2021 at their physician's office and while troubleshooting their external equipment, the rep noticed the battery pack looked damaged. The rep instructed pt to call in and request a replacement battery pack. . It was explained that the battery pack wouldn't cause the issues they're having while charging their implant and it's most likely due to the recharger cord. An email was sent to repair to replace the battery pack and recharger. No symptoms were reported. Additional information was received. It was reported the software problem, controller not powering on, and depleted implant had been resolved.